Event description:
A report was received that a patient was explanted due to an abscess at the midline incision site. The physician noted that the patient had symptoms of discharge and a hard bump at the midline incision site. A magnetic resonance imaging (MRI) was taken and confirmed that the patient had a spinal abscess. The physician is not sure if the abscess is device or procedure related. The physician explanted the patient's precision system and prescribed vancomycin via pik line.

Manufacturer narrative:
A review of the manufacturing documentation for the leads and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the leads and ipg found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-1110-02, (B)(4), description: precision implantable pulse generator (ipg) model# sc-2218-50, (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that a patient was explanted due to an abscess at the midline incision site. The physician noted that the patient had symptoms of discharge and a hard bump at the midline incision site. A magnetic resonance imaging (MRI) was taken and confirmed that the patient had a spinal abscess. The physician is not sure if the abscess is device or procedure related. The physician explanted the patient's precision system and prescribed vancomycin via pik line.